Manufacturer narrative:
Once onsite, the authorized service provider (asp) powered on the device and was able to replicate the reported issue as the touchscreen was not working. The asp also confirmed that the touchscreen actually was not damaged. The asp ultimately replaced the touchscreen and performed touchscreen calibration, after which the issue was resolved. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was glitchy and unresponsive. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to request onsite service per contract as the touchscreen was not responding to touch. The customer noted that the top left portion of the touchscreen had a small crack. The remote service engineer (rse) created an onsite work order (wo) for the customer to have a field service engineer (fse) dispatched onsite to service the device. This investigation is ongoing.